Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at 5 volts output. The patient experienced chest pain and was admitted to the emergency room. The field representative noted that the r waves had dropped and pacing lead impedance had increased. Additional information received indicating that there was no asystole and micro perforation may have been the cause of the issues. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.